Manufacturer narrative:
(B)(4). Source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the inserter fractured. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the tip of the device has some nicks and the threads are fractured. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114: device not returned. Upon visual inspection of the returned device, the device had fractured at the threaded end. There are indentations on the lip of the hex location. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.